Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 45-50 mg/dl from (B)(6) 2023 to (B)(6) 2023. The low bg causes were not known. Customer consumed carbohydrates to address low bgs. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.